Event description:
According to the reporter, during use, the device dropped the suture. Also noted that the device failed (broke, stopped working, mal functioned) cause it did not do what its supposed to do. Another device was used to complete the procedure. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, during a roux en y gastric bypass procedure.